Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage (a piece of essure coil was in uterus)'), uterine perforation ('essure was puncture through uterus'), pelvic pain ('pelvic pain'), nephrolithiasis ('other injury(ies) or complication please describe: kidney: stones') and cholelithiasis ('other injury(ies) or complication please describe: gallstones') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, post-traumatic stress disorder, acne, gerd, palpitation, amenorrhea, morbid obesity, gallstones and cholecystectomy. Concomitant products included clonazepam, ethinylestradiol;norgestimate (sprintec), isotretinoin (accutane), sertraline hydrochloride (zoloft) and sumatriptan (imitrex). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and gastrointestinal disorder ("other injury or complications :gi issues"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), nephrolithiasis (seriousness criterion medically significant), cholelithiasis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), migraine ("migraine"), headache ("headaches") and oestrogen deficiency ("hormonal changes describe: no estrogen"). The patient was treated with surgery (salpingectomy (bilateral)), surgery to remove essure, unilateral salpingectomy, supracervical hysterectomy (uterus only) - (B)(6) 2015 and gallbladder removal). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, uterine perforation, nephrolithiasis, cholelithiasis, dysmenorrhoea, dyspareunia, psychological trauma, migraine, headache, oestrogen deficiency, gastrointestinal disorder and weight increased outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, cholelithiasis, device breakage, dysmenorrhoea, dyspareunia, gastrointestinal disorder, headache, migraine, nephrolithiasis, oestrogen deficiency, pelvic pain, psychological trauma, uterine perforation and weight increased to be related to essure. The reporter commented: current weight 190 lbs. As per social media content tubes and essure removed in 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion no evidence of fallopian tube patency. Concerning the injuries reported in this case the following were reported via social media- uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage (a piece of essure coil was in uterus)'), uterine perforation ('essure was puncture through uterus'), pelvic pain ('pelvic pain'), nephrolithiasis ('other injury(ies) or complication please describe: kidney: stones') and cholelithiasis ('other injury(ies) or complication please describe: gallstones') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, post-traumatic stress disorder, acne, gerd, palpitation, amenorrhea, morbid obesity, gallstones and cholecystectomy. Concomitant products included clonazepam, ethinylestradiol;norgestimate (sprintec), isotretinoin (accutane), sertraline hydrochloride (zoloft) and sumatriptan (imitrex). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and gastrointestinal disorder ("other injury or complications :gi issues"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), nephrolithiasis (seriousness criterion medically significant), cholelithiasis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), migraine ("migraine"), headache ("headaches") and oestrogen deficiency ("hormonal changes describe: no estrogen"). The patient was treated with surgery (salpingectomy (bilateral), surgery to remove essure, unilateral salpingectomy, supracervical hysterectomy (uterus only) - (B)(6) 2015 and gallbladder removal). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, uterine perforation, nephrolithiasis, cholelithiasis, dysmenorrhoea, dyspareunia, psychological trauma, migraine, headache, oestrogen deficiency, gastrointestinal disorder and weight increased outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, cholelithiasis, device breakage, dysmenorrhoea, dyspareunia, gastrointestinal disorder, headache, migraine, nephrolithiasis, oestrogen deficiency, pelvic pain, psychological trauma, uterine perforation and weight increased to be related to essure. The reporter commented: current weight 190 lbs. As per social media content tubes and essure removed in 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. No evidence of fallopian tube patency. Concerning the injuries reported in this case the following were reported via social media- uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media report received : event "essure was puncture through uterus" added, reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage (a piece of essure coil was in uterus)'), pelvic pain ('pelvic pain'), nephrolithiasis ('other injury(ies) or complication please describe: kidney: stones') and cholelithiasis ('other injury(ies) or complication please describe: gallstones') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, post-traumatic stress disorder, acne, gerd, palpitation, amenorrhea and morbid obesity. Concomitant products included clonazepam, ethinylestradiol;norgestimate (sprintec), isotretinoin (accutane), sertraline hydrochloride (zoloft) and sumatriptan (imitrex). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and gastrointestinal disorder ("other injury or complications :gi issues"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), nephrolithiasis (seriousness criterion medically significant), cholelithiasis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), migraine ("migraine"), headache ("headaches") and oestrogen deficiency ("hormonal changes describe: no estrogen"). The patient was treated with surgery (salpingectomy (bilateral)), unilateral salpingectomy, supracervical hysterectomy (uterus only) - (B)(6)2015 and gallbladder removal). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, nephrolithiasis, cholelithiasis, dysmenorrhoea, dyspareunia, psychological trauma, migraine, headache, oestrogen deficiency, gastrointestinal disorder and weight increased outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, cholelithiasis, device breakage, dysmenorrhoea, dyspareunia, gastrointestinal disorder, headache, migraine, nephrolithiasis, oestrogen deficiency, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion no evidence of fallopian tube patency. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: pfs received event "weight gain" was added. Reporter information, patient demographics and medical history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage (a piece of essure coil was in uterus)'), pelvic pain ('pelvic pain') and nephrolithiasis ('other injury(ies) or complication please describe: kidney: stones') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, post-traumatic stress disorder, acne, gerd, palpitation and amenorrhea. Concomitant products included clonazepam, sertraline hydrochloride (zoloft) and sumatriptan (imitrex). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and gastrointestinal disorder ("other injury or complications :gi issues"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), nephrolithiasis (seriousness criterion medically significant), cholelithiasis ("other injury(ies) or complication please describe: gallstones"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), migraine ("migraine"), headache ("headaches") and oestrogen deficiency ("hormonal changes describe: no estrogen"). The patient was treated with surgery (salpingectomy (bilateral)) and unilateral salpingectomy, supracervical hysterectomy (uterus only) - (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, nephrolithiasis, cholelithiasis, dysmenorrhoea, dyspareunia, psychological trauma, migraine, headache, oestrogen deficiency and gastrointestinal disorder outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, cholelithiasis, device breakage, dysmenorrhoea, dyspareunia, gastrointestinal disorder, headache, migraine, nephrolithiasis, oestrogen deficiency, pelvic pain and psychological trauma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. No evidence of fallopian tube patency. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs received events "hormonal changes describe: no estrogen, device breakage, other injury(ies) or complication please describe: kidney: stones and gallstones" were added. Outcome of event" pain" was updated as recovered. Reporter information, lab data and medical history were added. Concomitant drug were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage (a piece of essure coil was in uterus), pelvic pain ('pelvic pain') and nephrolithiasis ('other injury(ies) or complication please describe: kidney: stones') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, post-traumatic stress disorder, acne, gerd, palpitation and amenorrhea. Concomitant products included clonazepam, sertraline hydrochloride (zoloft) and sumatriptan (imitrex). On (B)(6) -2009, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and gastrointestinal disorder ("other injury or complications :gi issues"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), nephrolithiasis (seriousness criterion medically significant), cholelithiasis ("other injury(ies) or complication please describe: gallstones"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), migraine ("migraine"), headache ("headaches") and oestrogen deficiency ("hormonal changes describe: no estrogen"). The patient was treated with surgery (salpingectomy (bilateral)) and unilateral salpingectomy, supracervical hysterectomy (uterus only) - (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, nephrolithiasis, cholelithiasis, dysmenorrhoea, dyspareunia, psychological trauma, migraine, headache, oestrogen deficiency and gastrointestinal disorder outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, cholelithiasis, device breakage, dysmenorrhoea, dyspareunia, gastrointestinal disorder, headache, migraine, nephrolithiasis, oestrogen deficiency, pelvic pain and psychological trauma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. No evidence of fallopian tube patency. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: quality safety evaluation of product quality complaint. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), migraine ("migraine") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral))). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, psychological trauma, migraine, headache and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, headache, hormone level abnormal, migraine, pelvic pain and psychological trauma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: result : bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received. Lab data added. Events : pelvic/ abdominal, dysmennorhea (cramping),dyspareunia (painful sexual intercourse), psych injury, other injuries/symptoms: migraine, hormonal changes, headaches were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.